Event description:
A pump alarm 20 was reported while the device was in use during pumping. The customer¿s blood glucose level was recorded at 234 mg/dl, which is within the normal range, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge using proper technique, allowing them to successfully resume insulin therapy. The original cartridge lot number was unavailable.